Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited an increase in pacing impedance measurements where the remote monitoring system issued an alert for a high out of range measurement. The physician performed non-invasive programmed stimulation (nips) testing and all measurements were within normal limits. At this time they will continue to monitor the patient and the system remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the rv lead impedance had been gradually increasing over the last year. No issues were seen on fluoroscopy during the non-invasive programmed stimulation (nips) procedure and an x-ray has not been taken.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This implantable cardioverter defibrillator (ICD) was explanted when the patient was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD). The device was returned for analysis. This report is being filed to submit the analysis results.

Event description:
Additional information was received that over two and a half years later the rv lead continued to exhibit high impedance measurements. The impedance has been around 1800 ohms with some fluctuations up to 2500 ohms. Overall, sensing and threshold measurements have been normal. It was noted that they have been unable to reproduce any measurement changes with isometrics and pocket manipulation. At the time they will continue to monitor the patient. The rv lead and ICD remain in service and no adverse patient effects were reported.